Manufacturer narrative:
The device was received with blank display due to corroded battery tube. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. The device was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black display. The customer stated that the insulin pump was dropped and had a constant tone with flashing white screen. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump had solid white display at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.